Event description:
Health professional reported patient with "breast deformity for 1 year", "ultrasound ... Images suggestive of siliconomas, in soft tissue of the internal upper periprosthetic region of the right breast. Extracapsular rupture. Siliconomas due to implant rupture. Gel bleed??", and later "rupture compromises both implants." This is for the right side device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿extracapsular rupture¿, ¿due to implant rupture?¿, "gel bleed??", ¿a breast ultrasound was requested that reports images suggestive of siliconomas, in soft tissue of the internal upper periprosthetic region of the right breast¿, and ¿siliconomas¿.